Event description:
A patient reported experiencing inaccurate high results with a lifescan, one touch ultra meter. The patient's blood glucose results were 190 mg/dl vs. 110 lab. Tests were done within 10 minutes with a difference of 73%. Patient did not experience any adverse events.